Event description:
Six days, post implantation, tibial nail broke in half. Physical therapist was assisting pt up to wheelchair, with only 25% weight bearing as was ordered. Pt became unsteady but did not fall and was assisted further to sit. Pt stated, "I broke my leg". An obvious deformity was noted.